Event description:
The tube was intubated and it was noted that the patient suffered respiratory compromise. The tube was removed and the patient recovered respiratory function. The doctor placed a stylet into the tube and found obstruction. A second tube was tested prior to use with same lot number and was found to have obstruction also.